Event description:
It was reported that during central processing, the user facility identified a broken wire that was sticking out on the pk dissecting forceps instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken conductor wire at the yaw pulley. The yaw pulley on the opposite side of the conductor wire had a small piece broken off. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.